Event description:
An endeavor sprint drug eluting stent was implanted during the index procedure in the cx. Approximately 27.5 months post index procedure, patient suffered acute mi. It is unknown if mi that occurred is related to the target vessel. Three days later, patient expired. Cause of death was acute mi. Investigator assessed that both events were possibly related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction,death). Conclusion: inherent risk of procedure ¿ (myocardial infarction, death). (B)(4).